Event description:
Philips received a complaint by the customer on the v60 indicating that there was a 35 volt (v) failure. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
No repair was performed due to customer refusing service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.